Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastroplasty, the reload was partially fired. There were remaining staples in the reload. There was no patient injury.